Event description:
A clinical incident involving a 2.3mm 35 degree short bevel arthrowand was reported to arthrocare corporation. One week following an arthroscopic debridement procedure of the wrist, the patient was reported to have sustained a burn (severity not provided) at the 6r portal site. The burn was treated with regular dressing changes. The wound is reported as healing and will require an additional procedure, revision of scar. Six weeks following the procedure, a delayed spontaneous rupture of edc tendon to little finger occurred. It was reported that during the original procedure no abnormalities were noted at the time of the procedure.

Manufacturer narrative:
Patient information was requested from the user facility. Awaiting patient information. The device was not returned for investigation. Requested additional information regarding this event. Awaiting further details for this report.